Event description:
It was reported that the patient had tried two different devices implanted and both had been removed due to infection. The patient believed the infection may have been caused to due to a metal allergy. The metal allergy that the patient has prevents some metals from being implanted. The pump was used to infuse an unknown type of drug. Refer to manufacturer report # 3007566237-2015-01859 for other pump device removed due to infection.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial # unknown, product type catheter. (B)(4).